Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis without the proximal part including parts of the hypotube and the manifold. The stent had detached from the balloon and was returned for analysis on the guidewire. A visual examination of the crimped stent found the stent damaged across its length with struts distorted, bunched and lifted from the stent profile. Stent detachment and damage may have occurred when the device came into contact with the tazuna balloon inside the guide catheter. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media resembling blood was present inside the balloon chamber. Crimp markings on the balloon wall cannot be seen due to the solidified blood filling up the balloon chamber. The bumper tip of the device showed no signs of damage. A visual and tactile examination found that only a small piece 70mm long was returned for analysis. The synergy tab was moved approximately 3.2cm from the port site. The remaining part of the hypotube and the manifold were not returned for analysis. A visual and tactile examination of the midshaft found it damaged and stretched for approximately 3cm in length from the port weld. The inner lumen, outer extrusion and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostium of the first diagonal of anterior interventricular artery (iva). A 2.50 x 20 synergy¿ stent was advanced simultaneously with a non-bsc balloon catheter, to treat the lesion. However, during the procedure, the physician could not advance the device through the voda guide catheter and decided to pull back the synergy device. When the device was retrieved, it was noticed that the stent was not on the stent delivery balloon and the non-bsc balloon shaft had ruptured. Subsequently, the guide catheter was removed and the stent was found inside the guide catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostium of the first diagonal of anterior interventricular artery (iva). A 2.50 x 20 synergy¿ stent was advanced simultaneously with a non-bsc balloon catheter, to treat the lesion. However, during the procedure, the physician could not advance the device through the voda guide catheter and decided to pull back the synergy device. When the device was retrieved, it was noticed that the stent was not on the stent delivery balloon and the non-bsc balloon shaft had ruptured. Subsequently, the guide catheter was removed and the stent was found inside the guide catheter. No patient complications were reported and the patient's status was stable.